Event description:
It was reported that a vns patient had her device turned off because she was having difficulty breathing during stimulation on times. She has requested that the device be removed. However no surgery has been scheduled at this time. Good faith attempts to obtain additional information from the patient's treating physician have been unsuccessful to date.